Event description:
It was reported that the customer experienced low blood glucose levels (55 mg/dl). The customer believes that the low blood glucose levels were caused by over activity. The customer stopped insulin delivery and the blood glucose levels are going up.

Manufacturer narrative:
The device has not been returned for eval. Should new info become available, a supplemental report will be submitted.